Event description:
The customer reported that the system would intermittently not boot up completely. This happened outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and could not duplicate the reported problem. The lemo connector backshell was repaired. The system was tested and found to be working as intended and put back into service.